Event description:
During a pta treatment procedure to dilate a lesion in an av dialysis graft, removal difficulties were encountered. The physician inflated the balloon several times. The procedure had been completed and the physician attempted to remove the device. At that time, the balloon catheter became stuck in the 4 fr medikit sheath. The balloon catheter and sheath were removed simultaneously. The procedure was successfully completed. The pt is reported as 'good' following the procedure; no injuries or complications were reported.